Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels (589 mg/dl). Customer was treated with insulin and saline while in the hospital. Customer noticed cannula had been kinked. Pump passed delivery system check.